Event description:
Additional information received indicating that the far-field r-wave oversensing resulted in inappropriate automatic mode switching on the device. No known intervention has been conducted at this time. There were no known patient consequences.

Event description:
Additional information received indicating that device reprogramming was conducted to resolve the event. There were no known patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, episodes of post-paced t-wave oversensing and far-field r-wave oversensing were noted on the device. Technical support was contacted and device reprogramming was recommended. No intervention has been conducted at this time. The patient experienced no consequences and will continue to be monitored.